Event description:
Pt (B)(6) purchased contacts from (B)(6) without visiting her optometrist for a valid rx. She says (B)(6) had an "online eye exam" for her to get her new contact lens prescription. When I examined her today, one of her eyes is overprescribed by about 30% and the other eye is slightly underprescribed in spectacle rx power. This is creating a depth perception problem for this pt because of how different the vision feels between the right and left eye. This cause difficulty with focusing, and poor depth perception judgement which affects driving vision safety. The online "eye exam" did not effectively provide a good prescription result, nor did it allow for any ocular health evaluation. This does not meet standards of care for the diagnosis and prevention of vision problems and eye diseases.